Manufacturer narrative:
The date of event was approximated as (B)(6) 2016. It was reported that the patient had a positive culture of staphylococcus aureus in (B)(6) 2016. Reference MFR report #2916596-2017-00843 for the report of the previous driveline infection in 2015. (B)(4). Approximate age of device ¿ 1 year 9 months . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that in (B)(6) 2016, the patient was diagnosed with driveline infection, and a positive driveline culture of staphylococcus aureus. The patient was treated with oral doxycycline and ciprofloxacin. It was reported that the patient was not compliant with follow up appointments for several months. On (B)(6) 2017, the patient was admitted from the clinic for sub-therapeutic inr, driveline exit site infection, and hypertension. The patient was discharged on an unspecified date on intravenous ancef and lifelong suppression with oral cephalosporin. The patient experienced a previous driveline infection in 2015. No additional information was reported.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.